Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: g5. The following fields were updated per additional information received: b5, b6, h6. H6 patient code(s): anxiety (2328) was added in addition to the previously submitted patient codes. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation, sore leg, difficult to walk, stand, climb stairs, frequent rest needed throughout day, severe depressive disorder, post traumatic stress disorder (ptsd) and anxiety. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported severe depressive disorder, ptsd and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported sore leg, difficult to walk, stand, climb stairs and frequent rest needed throughout day are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via right internal jugular. The patient further alleges ¿severe depressive disorder, ptsd, anxiety.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, there is no significant tilt of the inferior vena cava filter and its apex is centered in inferior vena cava lumen at the level of the renal veins. All 4 struts perforate the inferior venacaval wall extending 1-1.5 cm beyond with medial strut tip contacting but not perforating the anterior wall of the abdominal aorta. The lateral strut is in the retroperitoneal fat. The anterior strut tip is within 1 mm of small bowel. The posterior strut tip is 1 mm anterior to the l2-3 interspace. There is no apparent fracture or deformity of the main struts. Inferior vena cava diameter is 16+/-1 mm just caudal to the filter, and the inferior vena cava is flattened to 7-8 mm anterior-posterior dimension just above its apex.¿

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip (B)(6) 2013 due to blood clot. Patient is alleging vena cava perforation. Patient further alleges, ¿sore leg, difficult to walk, stand and climb stairs, frequent rest needed throughout day.¿ patient notes additional physical limitations.